Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiopulmonary failure. Related manufacturer reference numbers: 2017865-2019-13179, 2017865-2019-13180, and 2017865-2019-13181.

Manufacturer narrative:
The device was tested on the bench, and no anomalies were found.